Event description:
The email received for the (B)(4) study indicated that, one day post index procedure the patient experienced a neurological event diagnosed as a stroke (ischemic), the onset was gradual and the recovery was a partial recovery with minor residual. The patient is an (B)(6) male who was enrolled in the (B)(4) study for stenting of the ostium of the left internal carotid artery. The vessel was described as mildly tortuous and mildly calcified. The rate of stenosis was 95%. The patient was asymptomatic. An angioguard (703014mc/lot 70109516) distal protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated. A precise (n1030sb / lot 14081087) biliary stent was deployed at the lesion. There was no difficulty placing the stent in the lesion. The angioguard was removed from the patient and upon removal it was noted that there was debris in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. One day post index procedure the patient experienced a neurological event of aphasia and dysarthria, the onset was gradual and the recovery was a partial recovery with minor residual. The physician believes that emboli traveled up stream after the angioguard was removed from the vessel. The physician stated that the device was not defective. The patient was diagnosed with an ischemic stroke. The patient symptoms were transient and resolved on their own. The patient was discharged home four days later at baseline. It was noted that the patient was kept at the hospital an extra day due to the event, for observation. When asked why the physician used a precise biliary stent to treat the lesion, was told that the physician "uses the stents that have the dimensions he requires for stenting carotids."

Manufacturer narrative:
It was reported via the (B)(4) study that one day post index procedure the patient experienced a neurological event diagnosed as a stroke (ischemic). It was indicated that the onset was gradual and the recovery was a partial recovery with minor residual. Additional information reported that the symptoms were transient and resolved on their own; however, due to the event the patient was hospitalized for an additional amount of time. The (B)(6) male with a history of hyperlipidemia, cardiac arrhythmia, congestive heart failure, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, myocardial infarction, hypertension (systolic>140, or diastolic>90, or requiring medication) was enrolled in the (B)(4) study for stenting of the ostium of the left internal carotid artery. The vessel was described as mildly tortuous and mildly calcified. The rate of stenosis was 95%. The patient was asymptomatic. An angioguard (703014mc/lot 70109516) distal protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated. A precise (n1030sb / lot 14081087) biliary stent was deployed at the lesion. There was no difficulty placing the stent in the lesion. The angioguard was removed from the patient and upon removal it was noted that there was debris in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. One day post index procedure the patient experienced a neurological event of aphasia and dysarthria, the onset was gradual and the recovery was a partial recovery with minor residual. The physician believes that emboli traveled up stream after the angioguard was removed from the vessel. The physician stated that the device was not defective. The patient was diagnosed with an ischemic stroke. The patient symptoms were transient and resolved on their own. The patient was discharged home four days later at baseline. It was noted that the patient was kept at the hospital an extra day due to the event, for observation. When asked why the physician used a precise biliary stent to treat the lesion, was told that the physician "uses the stents that have the dimensions he requires for stenting carotids." The stent remains implanted. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Embolic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that vessel and procedural factors may have contributed to the reported event. There is no indication that the event is related to the device manufacturing process or device performance issues. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Manufacturer narrative:
Additional information from the (B)(4) database states that the patient expired approximately four months post index procedure. The cause of death was listed as neurologically related. The event was evaluated and determined to be unrelated to the cordis product and unrelated to the index procedure. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Information received from the (B)(4) study states that approximately four months after stent placement in the left internal carotid artery the patient expired. The death certificate reported the cause of death as end stage dementia. The manner of death was reported as natural. There is no medical evidence of a casual relationship between the stent placed in the carotid artery and the patients death secondary to dementia. This will be made a non-complaint. No additional information will be forthcoming regarding the event of death. The event of a stroke remains as a reportable event.

Manufacturer narrative:
The cc has been updated to reflect the patient's death approximately 4 months after the index procedure. It was reported via the (B)(4) study that one day post index procedure, the patient experienced a neurological event diagnosed as a stroke (ischemic). It was indicated that the onset was gradual and the recovery was a partial recovery with minor residual. Additional information reported that the symptoms were transient and resolved on their own; however, due to the event the patient was hospitalized for an additional amount of time. Additional information from the (B)(4) database states that the patient expired approximately four months post index procedure. The cause of death was listed as neurologically related. The event was evaluated and determined to be unrelated to the cordis product and unrelated to the index procedure. The (B)(6) male with a history of hyperlipidemia, cardiac arrhythmia, congestive heart failure, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, myocardial infarction, hypertension (systolic>140, or diastolic>90, or requiring medication) was enrolled in the (B)(4) study for stenting of the ostium of the left internal carotid artery. The vessel was described as mildly tortuous and mildly calcified. The rate of stenosis was 95%. The patient was asymptomatic. An angioguard distal protection device was advanced and deployed distal to the lesion. The lesion was pre-dilated. A precise biliary stent was deployed at the lesion. There was no difficulty placing the stent in the lesion. The angioguard was removed from the patient and upon removal it was noted that there was debris in the filter basket. The procedure was successfully completed. The patient was neurologically intact when taken from the angio suite. One day post index procedure, the patient experienced a neurological event of aphasia and dysarthria, the onset was gradual and the recovery was a partial recovery with minor residual. The physician believes that emboli traveled up stream after the angioguard was removed from the vessel. The physician stated that the device was not defective. The patient was diagnosed with an ischemic stroke. The patient symptoms were transient and resolved on their own. The patient was discharged home four days later at baseline. It was noted that the patient was kept at the hospital an extra day due to the event, for observation. When asked why the physician used a precise biliary stent to treat the lesion, was told that the physician "uses the stents that have the dimensions he requires for stenting carotids." The stent remains implanted. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14081087 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Embolic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. Factors that may have influenced the patient's death include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that vessel and procedural factors may have contributed to the reported event. There is no indication that the event is related to the device manufacturing process or device performance issues. Therefore, no corrective actions will be taken at this time.